Manufacturer narrative:
Additional contact information: direct: (B)(6).

Event description:
Information was received indicating that a cadd legacy plus, mdl 6500, pump was alarming no disposable alarm. Per reporter troubleshooting was not successful. Per reporter residual volume was: 6.8, rate. 2.2 ml.hr and 91.95 was given no adverse patient effects were reported. Per reporter, no additional information is available at this time.